Event description:
As it was indicated by the (B) (4) study database: this male patient with a history of coronary artery disease was admitted for carotid artery angiography. His (B) (6) stroke scale was 2 upon admission and the patient was symptomatic. Angiography revealed a 22mm, 80% stenosis in the proximal right internal carotid artery without complication. A 8.0 x 40mm precise stent was implanted in the target lesion without difficulty. The patient was discharged in stable condition. Approximately (9) months post procedure, the patient suffered a parietal lobe cva with left-sided symptoms, aphasia and left visual field loss. The patient was transferred to hospice care following the stroke and palliative care was prescribed. After several days, the patient became more agitated and developed difficulty swallowing. The patient's condition continued to decline, complicated by respiratory failure. The patient expired under hospice protocol several days later.

Manufacturer narrative:
Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery. Stroke is associated with a stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 14072979 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Action taken: no corrective or preventive action will be taken, given that; with the information provided, the reported failure does not appear to be related to the manufacturing process. There is no evidence to suggest that the event is related to the design or manufacturing process of the device. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.